Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, which is being addressed per internal corrective action. Product not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer reported high blood glucose test results: 500 mg/dl. The customer's laboratory blood glucose test result is 62mg/dl. The test strip lot# was requested but not provided.